Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Initial reporter phone #: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 65-75 years old male patient underwent papillary muscle premature ventricular contraction (pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. After placement of coronary sinus catheter (cs, competitor 4p cs) and right ventricle (rv, competitor 6p josephson catheter), intracardiac echo (ice) was introduced. Ultrasound maps of left ventricle (lv) and papillary muscle maps were made from right ventricle (rv). An ice guided transseptal puncture was performed antegrade and retrograde lv approach. While mapping was performed using thermocool® smart touch® sf bi-directional navigation catheter, normal force values were observed , not once high force registered. Ablation was performed on antero-lateral papillary muscle with termination of pvc. A cavotricuspid (cti) block (from previous procedure) was confirmed using halo xp, after confirmation of block halo was removed, patient¿s blood pressure dropped rapidly. Ice confirmed large tamponade. Pericardiocentesis was performed. The volume of fluid removed was not reported. After stabilizing, the patient was moved to surgery where a rupture in the coronary sinus was found. The caller commented that it may have been caused by the halo xp. Additional hospitalization is was required. The event was discovered after the use of biosense webster products. In physician¿s opinion the cause of the adverse event was patient¿s condition, bad luck and perhaps incorrect handling. The intervention was thoracotomy to repair the ruptured coronary sinus. A rupture of approx. 4 cm was discovered. The patient¿s condition worsened since during the repair surgery the patient had a large myocardial infarction and the patient lost a lot of his lv ejection fraction. Extended hospitalization was required for more than a week on the intensive care unit. Extracorporeal membrane oxygenation (ECMO) support was required for a week. Force visualization features that were used were graph, dashboard, vector and visitag. The visitag parameters were 3mm for 3sec, tag size 3mm, force over time 25%, ablation index protocol, respiratory gating and tag index as color option. Transseptal was performed with abbott sl-0 sheath with an abbott brk needle. Ablation was performed before the effusion was noticed. There was no evidence of steam pop. The irrigation setting was 4ml/min low flow - 30ml/min during ablation. There were no error messages observed on biosense webster equipment during the procedure apart from normal start up errors. Since ablation was performed the event is conservatively coded under the ablation catheter.